Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. Electrode belt sn (B)(4) and monitor sn (B)(4) have been returned to the distributor and the evaluation is currently underway. Device evaluation included review of downloaded software flag files (attached) on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing.

Event description:
A us distributor contacted zoll to report that a patient had developed blisters and irritation due to rubbing of the lifevest. It was reported that the patient was on blood thinners. It was reported that the patient removed the lifevest due to the irritation. The patient reportedly passed away on (B)(6) 2020 while not wearing the lifevest due to the irritation. The patient removed the lifevest on (B)(6) 2020. The patient reportedly was in hospice at the time of passing.